Event description:
Patient states that the filter on one of her cadd tubing cracked. Patient threw away bag and lot number is not available. Error did not occur while in use and did not cause any harm to the patient. Patient had back up tubing she was able to use so that she did not have interruptions in her infusion. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.